Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the temperature was inaccurate between the probe and the thermometer. A field service engineer (fse) replaced the probe to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank qlock malfunctioned and required maintenance. When the q locks for the fridge and freezer were installed and had been crossed. The labels were switched to compensate, but the hardware mismatch led to a catastrophic temperature failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.